Event description:
Since december I have noticed a lot of our tissue or sample traps have had cracks in the jar part. Some are little, but most of the ones that I have found are cracked all the way through the plastic. Some have had cracks so severed that you can press and bend the plastic. This is a safety issue because we use high suction with these traps, as well as stool and tissue, or biohazards through the trap including blood. I have used a cracked one, and it did leak during the procedure. Manufacturer response for lab, (brand not provided) (per site reporter). Manufacturer is requesting sample and replacing product. Very concerned that we seeing this issue.